Event description:
According to the reporter, he underwent a suspected bilateral inguinal hernia repair. The patient has reported experiencing post operative pain and believes it may be due to a reaction with the mesh. The patient has also been experiencing vision and cognitive problems since the surgery. The main symptom was shaking and tremoring that started a week after the surgery and has continued intermittently since the procedure. Clinical affairs spoke with the patient via phone on (B)(6) 2015 and the following information was obtained: the mesh was causing intermittent pain since implantation on (B)(6) 2015; progrip laparoscopic self-fixating mesh was used for bilateral inguinal hernia repair (B)(4) and parietex composite mesh was used for an umbilical hernia repair ; one doctor reported to the patient that there were four hernias while another doctor reported none; the patient has been on several pain medicines and two surgeons have stated that they should probably remove the mesh; the patient was on percocet for some time and bactrim for drainage from the port site; the patient reports experiencing shaking, tremors, red dots, streaks and "snowy" vision, cognitive difficulties, hostility, depression and back pain; the patient has no allergies and is on adderall for add; the patient has seen a primary care doctor, a urologist and an ophthalmologist that is sending him for an MRI of the brain. The patient requested information regarding the absorption rate for progrip.

Manufacturer narrative:
(B)(4).